Event description:
While performing prostate biopsy, the core biopsy instrument did not fire, the needle did not engage, no patient harm, just had to dispose and try another punch, 3 failed from same lot #reku1242. Pt code: 4582. Device codes: 2610, 1506. Ref reports: mw5178810 and mw5178812.